Event description:
It was reported that two (2) large volume infusors leaked at "the top part where the inner balloon meets the filling port and there is a rubber seal". The issue was noticed before patient use. The devices were filled with 5-fluorouracil and saline having a final volume of 243ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes) and h11. H4: the lot was manufactured between november 20-21, 2024. H11: the actual devices were not available; however, two (02) photographs of the sample were provided for evaluation. Visual inspection of the photographs showed fluid inside a bag that contained the devices which suggested leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.